Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported a blood leak from the bowl seal occurred during cycle 4 of 4 planned cycles, so the treatment was aborted and no blood in the kit at that time was returned to the pt. Customer stated some blood was at the base of the centrifuge, and no blood had entered the centrifuge drain bag. Service order # (B)(4) was dispatched to service serial number # (B)(4). Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot # b709 was conducted. There were two non-conformances associated with this lot: inc # 13112 second burst test and qa inspection should have been performed. Nc # (B)(4) during processing of this lot, a high pressure alarm occurred. Pd # 289991 release lot based on successful 2x sterilization verification qv-3756. Lot met release requirements. Complaints lot review conducted and one additional complaints for centrifuge bowl leak were reported to date for this lot. Service order # (B)(4) completed:(B)(4) 2013, field engineer cleaned centrifuge, checked tubing, vacuum pump ok50, did bowl optic calibration. Verification did check out section 752. Repairs have returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determine based solely on the info provided by the customer. (B)(4).